Event description:
It was reported that a deep vein thrombosis was observed 3 days post implant. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.